Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive bleeding') in an adult female patient who had essure (batch no. 855630) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, multiparous, menorrhagia, dyspareunia, uti, adenomyosis and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia chronic"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy,right oophorectomy. And cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia and menorrhagia to be related to essure. The reporter commented: right fallopian tube first cannulated with the essure device and deployed with 1 coil trailing. The same was repeated for the left fallopian tube with 1 coil. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive bleeding') in an adult female patient who had essure (batch no. 855630) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, multiparous, bleeding menstrual heavy, dyspareunia, uti, adenomyosis and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia chronic"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy, right oophorectomy. And cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia and menorrhagia to be related to essure. The reporter commented: right fallopian tube first cannulated with the essure device and deployed with 1 coil trailing. The same was repeated for the left fallopian tube with 1 coil. Lot number: 855630, manufacturing date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.